Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had shut down when customer was in hot tub. Customer reported that insulin pump had crack on battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer alleged cosmetic damage(cracked battery compartment), power loss alarm, and moisture damage due to exposure to water in hot tub. Device received with partially broken retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to partially broken retainer ring. Device received with pillowing keypad overlay, cracked case on battery tube, cracked retainer, missing o-ring(reservoir tube), broken reservoir tube lip, broken battery tube threads, cracked keypad overlay, and cracked case above arrow and battery icon identified during the visual inspection. Device was cut open to perform visual inspection and found no moisture damage on the internal components. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. In further full review in the pump history found no power loss alarm on the event date of (B)(6) 2021; however, found: low battery alarms on (B)(6) 2021 at 08:30:00. On (B)(6) 2021 at 07:09:00. On (B)(6) 2021 at 17:18:00. On (B)(6) 2021 at 13:04:00. On (B)(6) 2021 at 15:10:00. On (B)(6) 2021 at 18:53:00. On (B)(6) 2021 at 13:29:00. On (B)(6) 2021 at 12:48:00. On (B)(6) 2021 at 11:28:00. Insert battery alarm on (B)(6) 2021 at 18:02:38. On (B)(6) 2021 at 07:56:40. On (B)(6) 2021 at 23:45:51. On (B)(6) 2021 at 22:03:06. On (B)(6) 2021 at 00:41:43. On (B)(6) 2021 at 22:21:37. On (B)(6) 2021 at 23:01:10. On (B)(6) 2021 at 22:19:21. On (B)(6) 2021 at 21:22:59. Replace battery alarm on (B)(6) 2021 at 18:01:00. On (B)(6) 2021 at 00:41:00. On (B)(6) 2021 at 23:00:00. On (B)(6) 2021 at 22:19:00. On (B)(6) 2021 at 20:59:00. Device passed active current measurement. Device failed self test and sleep current test. Unable to perform displacement test due to partially broken retainer ring. No unexpected low battery, insert battery, and replace battery alarms during testing. In summary, pump did not pass required testing, except for passing active current measurement test. Customer alleged for power loss alarm was not confirmed. Customer allegation of moisture damage not confirmed during visual inspection. Customer allegation of cosmetic damage(cracked battery compartment) confirmed during visual inspection where cracked case on battery tube, broken reservoir tube lip, and broken battery tube threads was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.